Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure scope communication error (error b30) was confirmed and scope communication error (e216) was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reportable malfunction scope communication error (e216) is no problem detected and the most probable cause of the malfunction found during device evaluation scope communication error (error b30) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image fault due to scope communication error (b30) and scope communication error (e216). The issue was found during inspection for use. There were no reports of patient involvement.